Event description:
It was reported by the customer that the pyxis medstation es system cubie drawer 7 is displaying unable to close and the drawer wont open. A customer has reported that there was a delay experienced by a user in this particular case. Additionally, the nurse attempted to administer medication to the patient. However, the level of patient care is deemed low, and it is important to note that there was no harm caused to the patient in this instance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that displaying unable to close and the drawer wont open. A field service engineer was unable to replicate the issue. The inventory was checked, and testing confirmed that no problems were detected. The system functioned as intended after field service engineer troubleshooting.